Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb customer was trying to cut the blood vessel with the bisector, but he felt that the blade seemed more dull than usual. The hospital did not report any patient effects.

Manufacturer narrative:
Event site state is (B)(6). (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. No other visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 5 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. The device was evaluated for cautery function. The device was able to transect reference vessel five times with no observed difficulty. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "failure to cut" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb customer was trying to cut the blood vessel with the bisector, but he felt that the blade seemed more dull than usual. The procedure was continued without using a new evh device. The hospital did not report any patient effects.